Event description:
It was reported that a patient underwent a hernia repair on (B)(6) 2022 and suture was used. During the procedure, the suture broke very easily. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Investigation summary: one opened box with nineteen packets of product code vcp416h was returned for analysis with the packaging closed. Upon initial inspection, of the samples, no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, thirteen packets were opened, and no defects were detected. The swage, attachment area, tip, and body needle were noted to be as expected. No defects were observed on the needles. The suture was dispensed without problems and examined along the strand and no defects, damage, or suture breakage were noted. Functional test was performed, and the tensile strength result was above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: as soon as I receive a box to return these I will return these. I have not received that yet. This was in one case all of these issues occurred during one case. It was a hernia repair case. The needle was bent out of the package-both of them. The suture broke while they were closing up the patient. There was no consequences they just after the screen multiple times with all of these things they decided to go get a different lot number of suture and it worked fine. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent this is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare, active ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength -= 275 ¿g /m. Related to: 2210968-2022-00992.